Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was an attempted right atrial (ra) implant. Upon implanting the lead poor amplitude and pacing thresholds were observed. The lead was repositioned several times without improvement and after several attempts the helix was no longer able to extend. The terminal portion of the lead was cut and it was used as a dilator to implant a replacement lead in order to avoid another venous puncture. The attempted lead was then extracted and procedure completed. As the terminal section was severed, the physician discarded the lead. No adverse patient effects were reported.